Manufacturer narrative:
The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
The rn had assessed the line 15 minutes prior to being notified of this incident. The infant was lying in a cot wrapped in a blanket. The infant's mother came to pick up them up to hold and noticed the IV tubing line was hanging on the ground. She notified an rn immediately. The end of the IV tubing had the stat lock still attached and the rest of the line was still in the baby. It appeared as if the dressing was pulled back and the stat lock was pulled out of the securement device and the line had broken off at the stat lock. Five centimeters of the line were still outside the baby secured under a tegaderm dressing therefore this was clamped and held with sterile gauze by the rn until the physician arrived to remove it.

Event description:
The rn had assessed the line 15 minutes prior to being notified of this incident. The infant was lying in a cot wrapped in a blanket. The infant's mother came to pick up them up to hold and noticed the IV tubing line was hanging on the ground. She notified an rn immediately. The end of the IV tubing had the stat lock still attached and the rest of the line was still in the baby. It appeared as if the dressing was pulled back and the stat lock was pulled out of the securement device and the line had broken off at the stat lock. Five centimeters of the line were still outside the baby secured under a tegaderm dressing therefore this was clamped and held with sterile gauze by the rn until the physician arrived to remove it.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: due to the missing sample, the root cause of this issue could not be confirmed. From previous complaints we learn of various possible causes of a catheter leakage/tensile fracture: mechanical damage by a sharp instrument (for example scalpel) during dressing change. Dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. Routine care - when lifting the baby to change bedding. Movement - the baby themselves catching the line, normally with a foot, during movement. Based on the product incident report (pir), the customer used alcohol-based chlorhexidine as a disinfectants. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. A review of the batch history records was performed, and no deviations were found. The batches complied to its specification and was released. Each catheter is flow and leak tested during production. Visual tests and incoming goods inspections are carried out with no exceptions found. Corrective action: no further corrective action initiated by quality management due to this complaint, as the faulty sample was not returned by the user and the catheter was used uneventfully for 7 days before leakage occurred, a manufacturing defect would be rather unlikely. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter.